Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medwatch report received that states: "as reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, the patient's right iliac was small in diameter due to calcium. The right iliac was shock wave and dilator and the esheath inserted without issues. At the end of the procedure several perclose were used and bleeding was noted at the right access site. An extravagation was noted of the right iliac. A decision was made to cutdown to repair the right iliac. The patient was stable. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."